Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Calcification: unable to observe as it is a medical event that is not related to the device. Wrinkling: unable to observe as it is a medical event that is not related to the device. Cyst-ndr: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported right side pain and hardening, capsular contracture baker grade IV, punctate calcifications of benign character, axillary lymph nodes, presence of lobulations, and simple cyst, suggesting fat necrosis. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician reported, right side pain and hardening. Capsular contracture, baker grade IV. Punctate calcifications of benign character, axillary lymph nodes, presence of lobulations, and simple cyst, suggesting fat necrosis. Device remains implanted

Event description:
Device has been explanted and replaced with non-allergan device.